Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00976.

Event description:
It was reported that the tips of a screw driver and final driver were found stripped during a routine inspection. There were no reported surgical or patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned driver was examined. The pentalobe tip was found to be twisted/deformed. The cause of the deformation is unknown as the associated handle was not returned. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tips of a screw driver and final driver were found stripped during a routine inspection. There were no reported surgical or patient impacts. This is report one of two for this event.